Event description:
The customer reported via phone call indicating that she had a high blood glucose but not hosspitalized. Customer's blood glucose was 321 mg/dl. The customer was experiencing a symptoms of thirsty and tired. The customer was treated with the insulin pump. After the troubleshooting was done, the customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call when tubing clamp received to perform high pressure test to confirm pump can detect an occlusion.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.